Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device UDI not provided as this product is no longer manufactured. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) for otolaryngology the navigation system rebooted without any prompt from user. After booting up, system functioned normally and the site proceeded with case. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.